Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser. The customer reported that the infusion pump emptied methotrexate earlier than expected. The infusion was expected to run at 179 ml/hr, starting from 2768 ml. The pump infused for fifteen and a half hours, starting at 9:30 and ending at 6:30. 2188 ml was the total volume when the bag was emptied, and there was a 580 ml discrepancy. Although there was patient involvement, no medical intervention was required and there was no human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The device was investigated and passed the self-testing. The pump was programmed to run a protocol of rate = 179 ml/hr. Vtbi = 4,296 ml for a duration of 24 hours. Delivery was started on 01/24/2023 at 11:44 am. The device passed the protocol on 01/25/2023 @ 11:45 am, with a total volume infused of 4,298.88. The device finished delivery at 24 hours. Volume accuracy of delivery is 99.93 %. Through a review of the pump log files, the customer's reported issue of inaccurate over delivery/volume accuracy failure was confirmed. However, the reported issue could not be duplicated during testing of the returned device/pump. No signs of physical damage or contamination were identified. A summary of the analysis of the pump logs performed by r&d engineering is as follows: beginning the evening of oct 09, 2022 drug ID # 370 was infused on line a @ 180 ml/hr. From 21:50 (with brief breaks to change bags) thru oct 10 @ 09:27 when a piggyback of methotrexate (though programmed as ¿no drug selected¿) was started on line b. The methotrexate was infused in three infusions: from 09:27 to 09:58, methotrexate was programmed for 186 ml/hr. Over 30 min. With about 10.8 ml remaining, vtbi was bumped to 25.0 ml. Infusion was stopped 5 min later after delivering a total of 96.3 ml over 31 minutes. From 09:59 to 17:59, methotrexate was programmed for 179 ml/hr. Over 8 hours (vtbi 1432 ml). With about 1.6 ml remaining vtbi, the infusion was stopped and reprogrammed after delivering a total of 1430.4 ml over 07:58 hours. From 10/10 @ 18:00 to 10/11 @ 06:22, methotrexate was programmed for 179 ml/hr. Over 15:30 hours (vtbi 2775 ml). With about 586.1 ml remaining vtbi, the infusion was stopped by proximal air on line b after delivering a total of 2188.9 ml over 12:12 hours. In each instance, the volume delivered was accurate (based on rate and duration) to within 0.4% or better (design tolerance is +/- 5.0%). While the customer reported the 2768 ml infusion ran for 15 ½ hours and the logs show it was programmed for 15 ½ hours, the logs also show it ran only 12 ¼ hours before the bag apparently ran dry. This duration difference matches the reported volume discrepancy (3 ¼ hrs. @ 179 ml/hr. = 582 ml). Engineering evaluates that the customer¿s complaint is confirmed (i.e., that there was a 580 ml discrepancy between the calculated vtbi and the actual bag volume). However, as the calculated delivery accuracy of the pump is 0.4% or better (within the design accuracy tolerance), engineering evaluates the probable cause as user error, specifically the programming of the pump for more volume than was in the bag at start. Engineering concluded that the pump performed correctly per design. D9 - date returned to mfg: 18jan2023h8 - usage of device: reuse